Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that an adverse reaction occurred. Verbatim: [lower level term]; contact dermatitis [contact dermatitis]; occupational exposure to the product [occupational exposure to drug]. (B)(6). Phone number not provided. Address not provided.